Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-02126. It was reported that an asymptomatic patient presented for a follow up in the hospital with their implantable cardioverter defibrillator in backup vvi operation. After the device was restored from backup operation, it was noted that the ¿tachycardia area¿ could not be recovered and was damaged. During the (B)(6) 2021 follow up, the device had reached elective replacement indication (eri), the capacitor reached charge time limit, and high voltage features were disabled. The patient presented to the hospital on(B)(6) 2021 for a device replacement. During the procedure, it was noted that the right ventricular lead had exhibited intermittent high capture threshold. Both the device and lead were explanted and replaced successfully. The patient¿s condition was stable throughout the event.